Event description:
It was reported that during a scheduled ep study for ventricular arrythmia, the physician confirmed that the rv lead was in a proarrhythmic position. The lead was explanted and replaced. The patient tolerated the procedure well and no complications were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.